Event description:
It was reported that this right ventricular (rv) lead was an attempted lead due to placement difficulty, threshold issues, and helix damage. A non-boston scientific lead was offered and successfully implanted. The attempted lead will not return for analysis. No additional adverse patient effects were reported.